Event description:
Related manufacturer reference number: 3006705815-2022-14906. It was reported the patient experienced an epidural bleed during trial implant procedure. As a result, the trial leads were removed to address the issue.

Event description:
Additional information received indicated the patient has recovered and underwent a re-trial.

Manufacturer narrative:
A patient experiencing epidural bleed was reported to abbott. The trial leads were removed to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.